Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements for its non boston scientific right ventricular (rv) lead. Additionally, its non boston scientific left ventricular (lv) lead exhibited high out of range impedance measurements. This crt-d was repositioned, with the issues observed attributed to the pressure from the patients body on the crt-d and leads. The measurements became stable and within ranger after the revision. Technical services (ts) was consulted and discussed the stored data as well as therapy delivery for current measurements. This crt-d remains in service. No additional adverse patient effects were reported.